Event description:
This sophy adjustable pressure valve model with antechamber sm8-a was implanted with a ventriculo-peritoneal shunt to the pt in 2005. Ventricular dilation was observed; the neurosurgeon presumed valve occlusion. Valve revision in 2005. No pt injury is reported.